Event description:
It was reported that, "revised a 10 year old duracon knee due to patella failure. Replaced the insert while in there, even though there was no problem with the implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.